Manufacturer narrative:
As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Related manufacturer reference number: (B)(4). It was reported the patient experienced an infection at the burr hole cap. Surgical intervention took place wherein the burr hole cap and lead were explanted to address the issue. It is unknown which burr hole cap attributed to the event.

Manufacturer narrative:
Date of event is estimated. The allegation is against one of two burr hole caps; however, it is unknown which burr hole cap(s), therefore, all potential components are being listed. Additional components potentially involved in the event: product family: dbs, model: 6010, UDI: (B)(4), batch: 6478979.